Manufacturer narrative:
(Common device name- corrected to "insulin pump"). (Procode- corrected to "lzg").

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not detect the cartridge. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, no additional information was provided.